Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon leaked. The 85% stenosed target lesion was located in the left main coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated to 8 atm and it was found that the tail of the balloon was leaking saline. After withdrawing the balloon from the body, it was clearly seen that the tail of the balloon was leaking. Furthermore, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the balloon leaked. The 85% stenosed target lesion was located in the left main coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated to 8 atm and it was found that the tail of the balloon was leaking saline. After withdrawing the balloon from the body, it was clearly seen that the tail of the balloon was leaking. Furthermore, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no kinks or damages with the hypotube shaft or the polymer shaft. Microscopic examination of the balloon identified a pinhole just proximal from the proximal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damages were noted with the polymer shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. A pinhole was identified on the balloon, just proximal from the proximal markerband when inflating to rated burst pressure of 12 atmospheres.

Event description:
It was reported that the balloon leaked. The 85% stenosed target lesion was located in the left main coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated to 8 atm and it was found that the tail of the balloon was leaking saline. After withdrawing the balloon from the body, it was clearly seen that the tail of the balloon was leaking. Furthermore, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). H6 device codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no kinks or damages with the hypotube shaft or the polymer shaft. Microscopic examination of the balloon identified a pinhole just proximal from the proximal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damages were noted with the polymer shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. A pinhole was identified on the balloon, just proximal from the proximal markerband when inflating to rated burst pressure of 12 atmospheres.